Event description:
The user facility reported that a portion of the coating was sheared off a guidewire during a procedure. The following information was provided by the user facility: the physician was advancing the guidewire over a "steep" iliac bifurcation when "a lot of tension in the wire" was felt: upon removal of the guidewire, it was noted that a portion of the polyurethane coating has been peeled away from the guidewire, but the piece remained attached; and there were no reported patient complications.

Manufacturer narrative:
Results - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusions - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample. The involved device was received from the user facility for evaluation by the manufacturing facility. Examination and testing of the returned sample confirmed that: the urethane coating had been sheared, and then, rolled back in the distal direction over the wire; these findings indicate that the coating damage occurred during withdrawal of the device; and evaluation of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect of malfunction. The event description and appearance of the returned sample are consistent with damage to the guidewire coating due to manipulation against resistance during withdrawal. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage". Additional statements in the instructions-for-use include: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available info has been placed on file at the mfg facility for appropriate tracking, trending, and follow-up. (B)(4).